Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain at the site of the right-side burr hole cover. The patient underwent a flushing of the site on the right skull to rid of the infection unsuccessfully. A culture was taken and came back positive for corynebacterium species. The patient was administered antibiotics. The patient underwent a revision procedure where the right burr hole cover, lead and lead extensions were explanted. The patient was doing well post-operatively. The explanted devices were retained by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 5174461. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7055366. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 5175014.